Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the ventricular tachycardia, hematuria, hemodynamic instability was unable to be determined due to insufficient clinical details. The cause of the high purge pressure could not be determined as no product was returned and no high purge pressure alarms were noted in returned logs.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the impella 5.5 was implanted without complication. The patient underwent coronary artery bypass grafting (CABG ×6) with an initial cardiopulmonary bypass (cpb) time of 198 minutes and cross-clamp time of 155 minutes. The patient was initially separated from cpb successfully with impella flows of 4.3 l/min at p7 and a papi of 3. Approximately 40 minutes later, the patient became hemodynamically labile and unstable, and the decision was made to return to cpb. Bypass graft flows were assessed and verified with doppler, and an iatrogenic atrial stitch was identified and repaired. Three additional attempts were made to separate from cpb. Due to prolonged operative time, the patient received multiple blood product transfusions, including packed red blood cells, cryoprecipitate, and platelets. Laboratory results were pending at that time. A decision was made to request transfer to methodist hospital for initiation of veno-arterial extracorporeal membrane oxygenation (va ECMO). Upon arrival, the ECMO team converted cannulation from central to peripheral. The impella 5.5 was set to p3 for left ventricular unloading. The chest was left open, and the patient was transferred. Additional information indicated successful conversion to peripheral veno-arterial ECMO with flows of 3.2 l/min. Total cardiopulmonary bypass time was 311 minutes. The impella 5.5 was set at p4 with flows of 2.3 l/min. Vasoactive infusions were weaned to vasopressin and dobutamine. The chest was closed. Automated impella controller-to-automated impella controller (aic-to-aic) transfer was completed. The patient was transferred to methodist hospital. The patient remains on support.

Manufacturer narrative:
Additional information received and h6 codes were updated.

Event description:
Additional information was received stating that purge flow decreased and purge pressure increased. The physician decided to administer tissue plasminogen activator (tpa) through the purge system. The patient was supported with dobutamine, epinephrine, norepinephrine, and vasopressin. Following transfer, the patient experienced sustained ventricular tachycardia requiring five defibrillation attempts and was subsequently placed on lidocaine and amiodarone infusions. Urine output was reported as greater than 30 ml/hour, with pink-red discoloration.

Manufacturer narrative:
A 62-year-old male patient with a history of diabetes mellitus underwent elective high-risk coronary artery bypass grafting with placement of an impella 5.5 via direct aortic access. The patient was successfully separated from cpb with impella support. Approximately 40 minutes later, the patient became hemodynamically labile and unstable, prompting a return to cardiopulmonary bypass. Bypass graft flows were verified, and an iatrogenic atrial was repaired. Three additional attempts to separate from cardiopulmonary bypass were made. Multiple blood products were transfused, including packed red blood cells, cryoprecipitate, and platelets. Metabolic acidosis was corrected, and the patient required vasoactive and inotropic support with dobutamine, epinephrine, norepinephrine, and vasopressin. Given persistent instability, a decision was made to transfer the patient to another facility for veno-arterial extracorporeal membrane oxygenation. Later, the patient experienced sustained ventricular tachycardia requiring five defibrillation events and was treated with lidocaine and amiodarone infusions. A complaint was filed on urine output being reported as greater than 30 cc/hr with pink-red coloration. Another complaint was submitted as purge flow decrease and purge pressure increased and following this, a decision was made to run a pump lysis protocol. Ultimately, care was withdrawn, and the patient expired. The same 5.5 supported patient all the way through. H6. Health effect - impact codes added. H6. Medical device problem code a140508 no longer applies. H6. Health effect - impact codes f2301, f1904, f1905 and f2306 no longer apply.